Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre operative diagnosis: degenerative lumbar spinal stenosis and spondylolisthesis, l4-5 with severe stenosis. The patient underwent following procedures: decompressive lumbar laminectomy, l4-l5, with bilateral partial medial facetectomies, l4-5; posterior lumbar interbody fusion using capstone cages at l4-5, autogenous bone grafting augment with rhbmp-2; posterolateral fusion, l4-5. Instrumentation, l4-5 with peek legacy; autogenous bone grafting, local bone. No intra operative complications were reported.